Manufacturer narrative:
Combination Product: Yes.

Event description:
Emergency implantation of Orsiro Mission sirolimus-eluting coronary stents in the RCA and LAD was performed on (b)(6) 2026. Despite the initial intervention, the patient's condition deteriorated. The next day, repeat angiography demonstrated recurrent stent thrombosis in the previously implanted mid-segment stent in the RCA causing up to 80% luminal stenosis. Therefore, repeat stenting with an new Orsiro Mission was performed, achieving TIMI 3 flow.